Event description:
During a cholecystectomy procedure, the surgeon had to exercise pressure on the instrument in order to help himself during resection. After exercising pressure for several times, the generator displayed an error message error 5, the active jaw of the instrument broke up into the pt's abdominal cavity. The surgeon was able to successfully retrieve and remove the fallen piece. The case was finished by using an electrosurgical knife. There were no adverse pt consequences. One device is returning.